Event description:
Complainant alleged that the clinicians were test firing the device during pt set up of the facility's operating room. The complainant indicated that during the test, the clinicians were unable to depress the internal handles' discharge buttons, as the buttons were extremely difficult to depress. The clinicians then obtained another set of internal handles. Age and gender of the pt that was about to be treated is unknown. There was no adverse effect to the pt as a result of the reported malfunction.